Manufacturer narrative:
(B)(4) - ansell healthcare products llc is submitting this report on behalf of suretex ltd.

Event description:
The customer informed ansell healthcare products, llc that after using a lifestyles lubricated condom he and his partner suffered an allergic reaction.